Event description:
Approximately five weeks post implantation, the patient was admitted to the intensive care unit with complaints of left hemiparesis. The patient's inr during the time of the event was 1.4. CT of the brain revealed a perfusion defect in the right middle cerebral artery (rmca). Details regarding treatments received and follow-up CT scan results were not provided. Once stabilized the patient was transferred to a rehabilitation center for continued clinical management and evaluation.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Based on a review of the relevant and available information, there is no evidence to suggest that the reported event was related to a device defect. Product remains implanted.